Event description:
It was reported that the deep brain stimulation (dbs) clinical patient underwent an additional procedure for an unknown reason. It was reported as not associated with an adverse event. Additional information was received indicating the procedure initially reported for an unknown reason was to replace the implantable pulse generator (ipg) due to normal end of battery life and should not have been reported as there was no suspected malfunction of the device. The patient was doing well post-operatively.

Event description:
It was reported that the deep brain stimulation (dbs) clinical patient underwent an additional procedure for an unknown reason. It was reported as not associated with an adverse event.